Event description:
--

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from its original implanted site. The physician performed a revision procedure but this lead would not stay in place. This lv lead has been removed and successfully replaced with another with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm the allegations of this lead becoming dislodged. This lv lead was found to be clogged with body fluid.